Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with pump alerts after a missed breakfast announcement and difficulty exiting a ¿fill tubing¿ sequence, followed by infusion set replacement and verification of tubing and insulin delivery; the user later chose to disconnect and administer a manual 5-unit subcutaneous insulin injection, after which glucose stabilized. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose without hospitalization. Investigation included guided troubleshooting of the infusion set and tubing, confirmation of insulin delivery, and follow-up monitoring. Investigation of this case revealed user-related factors including a missed meal announcement and potential interruption while in a tubing fill state; no bent cannula or site issues were observed, and delivery was confirmed, suggesting no confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that user-related use error and missed meal announcement were the most likely causes.